Event description:
Ureteral stone lithotripsy was being done with an electrohydraulic lithotripsy probe, 3.3fr. The tip of the probe broke off and went through an opening in the ureter, lodging in the preperitoneal space. The laceration in the ureter was not caused by the probe tip. No attempt was made by the surgeon to retrieve the errant tip. Completion of the surgery was done with no report of any pt complications other than stated. The broken probe was discarded by the or personnel.